Event description:
The reporter did back to back blood glucose testing, using same finger stick, one after the other. Reporter results were 92, 179 and 165 mg/dl. Reporter did not have any symptoms. On follow-up, the reporter had not cleaned the meter, nor had reporter looked at expiration dates. Reporter threw the control solution away because it was expired. Reporter only tests one time each week. No harm was alleged.